Event description:
The following info was reported to kci by physician: on (B)(6) 2015, v.a.c. Therapy was applied to the pt's open wound post-operative anus praeter naturalis closure with scheduled dressing changes twice a week by the physician. At the beginning of the application, there was a 5 mm deep hole in the central part of the wound bed that was covered by the foam instead of being filled. The peritonea and muscular layer were sutured, so a non-adhesive-wound-dressing/protector had not been applied to it. On (B)(6) 2015, the pt experienced nausea and panthenyl was administered. On (B)(6) 2015, an x-p examination found a niveau formation in the small intestine and the pt was encouraged to be out of the bed. On (B)(6) 2015, the pt's nausea remained, so the x-p examination was re-conducted. An increase of the niveau formation was confirmed and a nasogastric tube was inserted and 300ml of gastric fluid was removed. On (B)(6) 2015, 1400ml of gastric fluid was removed. On (B)(6) 2015, an ileus adhesion was observed and an ileus tube was placed. A 2000ml of gastric fluid was removed. On (B)(6) 2015, upon performing a v.a.c. Dressing change, it was noted that the wound size appeared unchanged and the depth of the wound had improved with granulation tissue formation. V.a.c. Therapy continued. Little exudate was noted and the pt was advised to be out of bed. The prognosis of ileus was unk. On (B)(6) 2015 around 21:00, a blockage alarm sounded and the nurse responded by canceling it. Several unsuccessful attempts were made to correct the blockage, such as a milking, etc. No exudate was observed in the canister nor were intestinal fluids in the dressing. On (B)(6) 2015 at 00:10, the canister was changed but did not resolve the issue and the doctor was contacted who advised to wait until next morning with the device powered off. The dressing wasn't changed at that time per the request of the pt that the dressing should be changed by the doctor. Around 03:00, the pt informed the nurse that stool was leaking from the dressing. The device was turned on but was turned off again at 03:40 due to the blockage alarm. Gauze was applied over the area, the stool water was leaking. At 07:00, the v.a.c. Dressing was removed. At 13:30, the pt underwent re-operation for intestinal anastomosis. Post-operatively, the wound was covered by gauze. On (B)(6) 2015, the pt's post-operative condition was good with no signs of ileus. On (B)(6) 2015, it was noted that the wound remitted with no abnormality.

Manufacturer narrative:
The doctor's eval reported that on (B)(6) 2015, the intraoperative findings determined that the pt's intestine was pulled upwards in the location of the wound, and sutural insufficiency of the intestine was confirmed. Granulation tissue was present but, the physician alleged that the granulation did not progress to the level expected due to the "pulled" intestine. The physician reported that the negative pressure "worked" directly to the intestine which resulted in the event including the "ileus adhesive". Based on info provided, it cannot be determined that the alleged intestinal perforation and "ileus adhesive" are related to v.a.c. Therapy. (B)(6): on (B)(6) 2015, the device was tested per quality control (qc) procedure by kci (B)(4), and the unit passed the qc checks and met specifications prior to pt placement. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci (B)(4) and the unit passed the qc checks and met specifications post pt placement. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.